Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Spoke with director of nursing who reports 2 events in which a leak occurred at the connection of the mainline tubing and arterial drip chamber. The leak occurred at the base of the "dc", allowing air to be pulled into the system. The first leak occurred approx 2 hours into the treatment. The health care professional was able to return the pt's blood and then change the line and complete treatment. There was no injury to the pt or blood loss in excess of 20cc. The line is available for eval. The second event occurred approx 1.5 hours in the treatment. The don reports that the system was "full of air" and as a result was discarded. A new system was set up and the treatment was completed without further incident. The reported blood loss was approx 200cc. The pt was stable and did not require medical intervention. The line is available for eval. A medwatch form has been filed based on blood loss for the second event only. A response letter and mailer have been sent to the facility.